Event description:
It was reported the pt was no longer receiving effective stimulation therapy in the correct location. The lead was explanted and replaced in a new location. The physician electively removed and replaced the ipg during the procedure. There were no complaints on the ipg.

Manufacturer narrative:
Results and conclusions: microscopic inspection of the returned lamitrode lead found that the terminal end of the lead was cut off of the lead body. Leaving the lead in two pieces, the stimulation segment end and the terminal segment end. The terminal end segment was in fair condition, contacts were in good condition, green debris was observed from a coated stylet and the terminal end segment was short. Unable to test segment for continuity, segment was too short. Microscopic inspection of the stimulation end segment of the lead found several damaged areas in the lead body, with tubing breaches from the explant procedure. There were also multiple broken internal wires in the stimulation (paddle) end of the lead. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.